Event description:
Customer mother reported via phone call that the insulin pump alarmed no delivery when changing site and filling tubing. Customer stated that every time she changes the reservoir they receive a no delivery alarm. Customer was unable to troubleshoot at the time of the call as the issue was already resolved. Customer declined to return the set for analysis. Customer's blood glucose reading at the time of the call was 102 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.